Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hyperglycemia began in response to an insulin occlusion alert that was not acknowledged, and therefore insulin delivery was suspended for approximately 10 hours. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failure of the user to appropriately address an insulin occlusion alert resulting in a prolonged suspension of insulin delivery.

Event description:
On 10/5/24 an ilet user's mother reported the user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 10/3/24. The user's mother reported that they went to the ER on thursday ( (B)(6) 2024 ) night due to the user's high bg levels, which were above 600 mg/dl upon arrival. By friday ( (B)(6) 2024 ) morning at 6 am, the user's levels dropped to 107 mg/dl. The user disconnected from their ilet device upon arrival at the ER and brought it home. The user was treated for dka with fluids, an insulin drip, motrin, and morphine. Immediate health effects included chest and back pain, nausea, and vomiting. The user's release from the hospital was expected later that day, (B)(6) 2024.